Manufacturer narrative:
Concomitant medical products: (B)(4), tissue valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and a throbbing sensation in the chest. It was determined the left ventricular lead was causing phrenic nerve stimulation. The lead was reprogrammed and remains in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.